Manufacturer narrative:
The sensor kit expiration date is 31 aug 2022. The medical event associated with this complaint occurred on (B)(6) 2023 which indicates usage of the device beyond the useful lifespan. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 3 (indicating normal termination).the sensor plug was returned, and sensor was seated in mount properly. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and perform simvivo test. All results were within specification. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "sensor ended message" and was unable to obtain readings. As a result, customer experienced high blood sugar, loss of consciousness and was able to self-treat with insulin. There was no report of death or permanent impairment associated with this event.